Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specification; however, unit received with corroded battery tube. No low battery alerts noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test; however, unable to prime unit during prime/delivery test due to faulty forced sensor resistor. Unit received with cracked case at display window corners and minor scratches on lcd window. (B)(4).

Event description:
It was reported that customer received a low battery alarm. Customer's blood glucose was 7 mmol/l. Insulin pump would be replaced.